Event description:
As reported, a 5fmynxgrip vascular closure device (vcd) device failed to deploy. The sealant remained in the sealant sleeve after shuttling the shuttle down and moving the unknown sheath/shuttle back to handle. Hemostasis was achieved with manual for 20 minutes. There was no reported patient injury. The device was used in a diagnostic angiogram with an ante-grade approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized or the patient's hospitalization extended as a result of the event and the patient recovered. There was no patient injury. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The sealant was not stuck to device components. The device storage temperature did not exceed 25 °c. The user is trained to mynx. The device was opened in a sterile field. The device was stored and prepped according to the instructions for use (IFU). The device used in the procedure will not be returned, however, one unopened sterile device will be returned.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5fmynxgrip vascular closure device (vcd) device failed to deploy. The sealant remained in the sealant sleeve after shuttling the shuttle down and moving the unknown sheath/shuttle back to handle. Hemostasis was achieved with manual for 20 minutes. There was no reported patient injury. The device was used in a diagnostic angiogram with an ante-grade approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized or the patient's hospitalization extended as a result of the event and the patient recovered. There was no patient injury. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The sealant was not stuck to device components. The device storage temperature did not exceed 25 °c. The user is trained to mynx. The device was opened in a sterile field. The device was stored and prepped according to the instructions for use (IFU). The product was not returned for analysis, however 4 unused samples were returned. Per visual analysis, the devices were returned in their original packaging, but not in a control temperature condition. Three samples were randomly chosen from the 4 sterile units for visual inspection. No visual damages/anomalies were observed on the samples. Per functional analysis, a deployment test was performed on the three samples, and the sealant was successfully deployed with the advancer tube properly engaging to the proximal tamp locks as intended on all units per the mynxgrip instructions for use (IFU). No functional nonconformities were observed on all tested samples. A product history record (phr) review of lot f2213905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The returned sterile devices preformed as intended per the products instructions for use. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.